Manufacturer narrative:
UDI number: na. The returned rod bender was evaluated. The tip was found to have fractured. The root cause cannot be definitely determined, but it is possible that fracture occurred as additional resistance was placed on the device during usage associated with the patient's large size. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. Reference report 3012447612-2018-00667.

Event description:
It was reported that the tips of two rod benders broke off while bend a rod in-situ during surgery. An alternative rod bender was use to complete the procedure without reported patient impacts. This is report two of two for this event.